Event description:
A patient was undergoing a procedure to a moderately tortuous proximal to mid lad with 90% stenosis (calcification unknown). The 3.0x18mm cypher was being delivered to the target lesion, but the delivery system (ds) would not come out from the launcher sl4 guide catheter (gc). To get the ds to come out of the gc, the physician was maneuvering the gc and applying force on the sds. However, during this attempt, vessel dissection occurred at the left main. To treat the dissection, a bms (driver 3.5x15mm) was implanted. The treatment was not sufficient, however, and emergent CABG was conducted on the patient. The patient is in stable condition. This event was initially not reportable, but inspection of the returned device revealed uplifted proximal stent struts. This event is, therefore, reportable as a malfunction.